Manufacturer narrative:
(B)(4). The patient developed peritonitis on an unspecified date in 2013. The reported product is an unknown baxter transfer set. As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted. This is the same patient as (B)(4).

Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis therapy. The cause of the peritonitis was unknown. The patient was not hospitalized for the event. The patient was treated with intraperitoneal vancomycin (dose, frequency, and duration not reported) and was reported to have recovered from the peritonitis. Action taken with therapy was not reported. No additional information is available. This is report 1 of 3 involved in this event.